Event description:
It was reported that the patient received inappropriate therapy due to oversensing, and there was no capture. The lead was explanted. No further patient complications have been reported as a result of this event. There were further allegations by an attorney indicated the lead had exhibited a fracture and/or was explanted. Additionally it was alleged the patient is deceased.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) proximal conductor was fractured; full lead was returned for analysis.

Manufacturer narrative:
The device is part of the advisory for this model. All information known was provided per the complainant. Therefore, no attempts for additional information will be made. The patient is involved in a settlement involving the sprint fidelis leads. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that outer tubing overlay was melted, was with cosmetic environmental stress crack, and had cosmetic environmental stress crack breach (non electrical) and there was blood in/on the helix/lobe mechanism.